Manufacturer narrative:
G. 3 report source was changed from "health professional" to "user facility". H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing molding defects during use. The following has been provided by the initial reporter: during our production on july 25th, one of our technicians discovered bd vacutainer sst tm tubes with a defective neck. Indeed, it seems that this is due to a lack of injection. This tube (reference 367985) belongs to lot n° 9003868 which expires on (B)(6)2019. This defect leads to the absence of vacuum in the tube and the impossibility of taking the desired blood sample.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing molding defects during use. The following has been provided by the initial reporter: during our production on (B)(6) one of our technicians discovered bd vacutainer sst tm tubes with a defective neck. Indeed, it seems that this is due to a lack of injection. This tube (reference 367985) belongs to lot n° 9003868 which expires on 31 dec. 2019. This defect leads to the absence of vacuum in the tube and the impossibility of taking the desired blood sample.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing molding defects during use. The following has been provided by the initial reporter: during our production on july 25th, one of our technicians discovered bd vacutainer sst tm tubes with a defective neck. Indeed, it seems that this is due to a lack of injection. This tube (reference (B)(4)) belongs to lot n° 9003868 which expires on 31 dec. 2019. This defect leads to the absence of vacuum in the tube and the impossibility of taking the desired blood sample.